Event description:
It was reported that during device preparation for use, the absolute pro stent was noted to be unsheathed/deployed. Ther device was not used. There was no patient involvement. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform a thorough analysis on the device because it was not returned for investigation. Potential factors for premature deployment include, but are not limited to, kinks in the mandrel, kinks in the inner lumen of the self expanding stent system (sess) or incorrect removal technique. In this case, it may be possible that the tip of the catheter was inadvertently grasped and pulled during removal of the stylet. The absolute pro instruction for use (IFU) provides the following instructions: holding the tip mandrel in place, inject saline into the lumen through the proximal luer fitting at the end of the housing assembly. Flush until fluid is observed exiting at the end of the sheath near the distal end of the stent. Hold the distal tip of the delivery system. Do not hold the stent area. Gently twist and pull to remove the tip mandrel. If the tip mandrel is not easily removed, do not use the device. In this case, without having the absolute pro to examine, a conclusive cause for the reported premature deployment could not be determined. However, there is no indication to suggest a product quality deficiency. A review of the device lot history record did not reveal any nonconforming material records for this lot indicating all lot release testing met specification. Additionally, a query of the complaint-handling database was performed and there is nothing to indicate a lot specific product quality deficiency. During production all self expanding stents are visually inspected on both the inner diameters and outer diameters for damage. Additionally, the stents are inspected after the stent has been collapsed onto the stent holder. All self expanding stent delivery systems are also inspected for damage during the manufacturing process.